Manufacturer narrative:
Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Device was not returned, no evaluation is possible. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and it is not implanted/explanted. Placeholder.

Event description:
Facility reported to anspach service and repair: service and repair stated the 532.101 (small battery drive) does not work. This is report 1 of 1 for complaint (B)(4).